Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was unable to duplicate the reported image issue. The cable was tested with several test monitors and test single use blades and the image produced was stable and clear with good color rendition. The device history record (DHR) for the returned cable was reviewed and no discrepancies were found. Since the customer received a replacement, the returned smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was moved. No use of a back up device was reported. In addition no harm to the patient or user was reported.